Manufacturer narrative:
The customer reported the suspect front panel assembly is not available for evaluation. Due to the part not being returned, no further investigation can be completed at this time.

Event description:
The customer reported the end-user's performed touch screen calibration; but it would not work. The reported issue occurred during the pre-test step. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
(B)(4). At this time, it is unknown whether there is any patient involvement associated with the event. Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the end-user is experiencing a touch screen error. Information regarding patient involvement and the details of the touch screen error are unknown at this time.